Manufacturer narrative:
Customer reported having meter inside carrying case during testing. Be advised, test with monitor on a level surface that is free of vibrations. Do not move or touch the monitor during testing. Customer was milking the finger. Squeezing the finger stick site excessively (milking) releases interstitial fluid and may contaminate the sample. Customer reported the meter was not in correct mode when finger stick was performed. Finger stick should be performed when green led light appears and meter prompts to add sample. Additionally, there was a delay in the sample application. This delay can allow clots to form prior to adding the sample to the strip which can impede normal flow. Time between inratio test on (B)(6) 2013 and compared inratio test was reported to be 1 week, this exceeds the 3 hour criteria for time between testing. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. For this reason, no further comparison analysis of this reported result is appropriate. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: unk, inratio result = 2.4, reference result = 5.2, mean = 3.80, confidence limits = 2.2 - 5.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot # 305273 on (B)(4) 2013 yielded the following results: (B)(4). All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusion: several of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in valve was not due to a change in the patient's status. Analysis of the remaining client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time.

Event description:
Caller alleged discrepant low inratio results. Results as follows: date: (B)(6) 2013, inratio: 2.3, lab (warfarin dose was adjusted); date: (B)(6) 2013, inratio: 2.0; date: (B)(6) 2013: inratio: 2.4, lab: 5.2. Tests on (B)(6) 2013 were performed one after the other. Therapeutic range: 2.5-3.5. Meter was left inside of the carrying case during testing. Customer reports milking the finger after performing the finger stick, not applying the sample immediately after finger stick, and not having the meter in the correct mode when finger stick was performed.